Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) levels ranged from 535 (mg/dl) to 353 (mg/dl). The bg was address with a bolus delivery. Reportedly, the customer changed the pump supplies and resumed insulin delivery to address the issue.